Manufacturer narrative:
(B)(4). The investigation was completed on 03/29/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a (B)(6) female patient presented in the emergency room with seizures. There was no additional patient information at the time of this report. A computerized axial tomography (cat) scan was performed with no contrast. The customer states that urine test was negative. On (B)(6) 2016, the customer stated that final determination was that the patient was not pregnant. The customer states that return product is not available for investigation. (B)(6). Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.